Event description:
The customer reported that he was hospitalized for low blood glucose levels. The customer felt that the insulin pump delivered a bolus of 11.6 units twice. The customer stated that he fainted at the grocery store, and had a blood glucose reading of 29 mg/dl. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs. No bolus anomaly was noted.